Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to rising bipolar impedance and elevated threshold. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead was found cut 10.5 cm distal to the df4 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The ring electrode and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and are thus assumed to be the root cause of the clinical observations. Furthermore, the inner conductor coil and the rv shock coil were found stretched. The conductor cables leading to the ring electrode and rv shock coil were fractured. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.